Event description:
It was reported that a user experienced hypoglycemia after a meal when the pump displayed a fill tubing prompt and a log later showed a 1.95-unit fill tubing delivery, with uncertainty about whether the tubing was disconnected before or after the press-and-hold step. Symptoms included sweating, shakiness, dizziness, and disorientation, with a documented nadir of 54 mg/dl. Outcomes included self-treatment with oral glucose (approximately 10 oz soda) and return to range without emergency care or hospitalization. Troubleshooting and education were completed, including review of device logs, discussion of the fill tubing event, and guidance to monitor for recurrence. Investigation included internal consultation regarding potential correlation between unintended inputs and prior exposure of the device to severe cold. Investigation of this case revealed no confirmed device malfunction and an unclear relationship between the recorded fill tubing delivery and user inputs, with cause not established. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.